Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (patient condition, cardiac arrhythmia, and patient outcome) and heartmate 3 left ventricular assist system, serial number (B)(4), cannot be conclusively determined through this evaluation. Additional information was requested from the account; however, no further information has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to failure to thrive and ventricular tachycardia (vt). The device operated as expected and the patient's death was not considered to be device related.